Event description:
The np reported that the patient complained of chest tightness, sore throat, and/or asthma attack. The plan was to turn the device off to give the patient a break. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device will be explanted. No known surgical intervention has occurred to date.